Event description:
It was reported that the patient underwent a superion interspinous spacer explanted procedure for an unknown reason. No additional information is available.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.